Manufacturer narrative:
At this point no specific corrective action due to mitigative preventive of hazards is assigned to this report. A review of the device history record and relevant raw material history files did not indicate recorded quality problems or rejections related to this incident. Production failure cannot be confirmed. Individual failure. This info is being submitted to comply with the requirements of 21 cfr 803. Any further info will be sent in to FDA as soon as it becomes available. If no further info becomes available pajunk considers this file as closed. Conclusion: each year more than 270,000 of these needles are made. (B)(4). Our processes for the production are subject to constant monitoring and apply to be sufficiently secure. After evaluation of the data, we assume that is a single failure. A systematic product failure cannot be confirmed.

Event description:
(B)(4). Event took place in (B)(6) and has been reported to the (B)(4). From users/initial reporters narrative: "customer reports the disconnection of the needle's cone, when removing tuohy needle after placing the catheter. Procedure: catheter used for pain control during and after surgery. Catheter placed thanks to touchy needle."